Event description:
It was reported that during a percutaneous coronary intervention the patient coded. The 1.5x20mm maverick2 balloon was used with many other products during the procedure. The case was difficult and patient coded during the procedure. The staff involved did not feel the device was involved in the event. No further information is available.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).